Event description:
Revision surgery due to infection 5 years and 2 months after first revision surgery. The patient had primary right knee surgery using competitor products. The surgeon performed a washout and upsized the semiconstrained 17mm s4 liner to a semiconstraned 23mm s4 liner at his discretion. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 mar 2026. Lot 1906429: (B)(4) items manufactured and released on 03 sep 2019. Expiration date: 2024-aug-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.